Event description:
It was reported by the rep that the device was used during a laparoscopic tubal ligation. It was reported the surgeon was doing the procedure with a fulshie clip and noticed the trocar (578sd) was leaking. The trocar was inspected and realized that the membrane at the top was missing. The case was completed with opening a new trocar. The membrane was not located. There was no consequence to the patient.